Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As per customer's complaint of vapr vue wireless footswitch was not pairing, unit was evaluated and would not pair during testing because the transmitter antenna was disconnected from the transmitter pcb. To correct the problem; reconnected the transmitter antenna. Unit passed all testing. Performed service bulletins 13v5-21. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during a shoulder procecure, a vapr vue wireless footswitch wasn't firing. The procedure was completed using a wired footswitch and there were no consequences to the patient.